Event description:
Pt in operating room for orif. Implant opened and implanted. Then discovered log screw was past expiration date. Depuy rep called main office and informed operating room staff that label was misprinted and implant was still good, however in the evening time lag screw was removed and replaced resulting in prolonged anesthesia time for pt. This letter is response to an inquiry by our sales representative, (B)(4), regarding the effects of implanting a tk2 keyed lag screw (part number: 8013-00-080, lot number u05533000) which expired in november of 2005. The significance and meaning of the expiration date, graphically depicted by an hourglass symbol, represents the date after which the device should not be used. This date, normally established by the device manufacturer and supported by acceptable test data, serves as a precaution to the user that use of the device beyond the labeled expiration date may not be supported by acceptable test data. As a result, the manufacture makes no claim relative to device safety or efficacy. In this case, although this product was labeled with a five-year expiration date from time of manufacture (shelf life), depuy does have data on this type of packaging and product to support shelf-life duration beyond the stated expiration date. Reference depuy test report # (B)(4), which documents a shelf-life duration of ten years. The conditional statement shall still apply regarding the sterility of the package. This statement is as follows: contents sterile unless package is damaged or opened. If the packaging was intact, then there should not be an adverse impact on the product or its sterility for up to ten years, respectively, after the manufacture date. The manufacturing date for this product was december 2000.